Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were waiting for the calibration to prompt on the dexcom system but never received it. The patient stated their husband drove them to the hospital because her blood glucose (bg) was high. When she arrived at the hospital, she had blood drawn and an EKG completed and indicated while she was being treated, she went into diabetic ketoacidosis. The patient stated they were administered an insulin drip and within an hour, her bg was reduced. The patient was in the hospital for 2 days. At the time of contact, the patient was fully recovered. No additional patient or event information is available.